Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a power source alert occurred after plugging the pump into a wall outlet. Additionally, the customer experienced difficultly charging the pump with the usb cable. Reportedly, the pump began charging after being plugged into a new wall adapter and charging cable. Customer¿s blood glucose level was 250 mg/dl.